Event description:
The customer experienced a power outage in the laboratory just prior to an instrument alarm appearing on the cobas integra 800. The customer replaced the f3 fuse and rebooted the analyzer. She smelled a burning odor and noticed the fuse holder appeared to be melted. No patients were involved in this event and no operators were harmed. The field service representative determined the f3 fuse cap was the cause. He replaced the f3 fuse assembly and observed proper analyzer operation.